Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned their "implant is not working" saying they are "peeing day and night" and "every 2 minutes I pee". The patient also added they had a back surgery on the lower part of their back about two weeks ago (surgery is not related to device/therapy). They added that they don't believe the surgery was near their implanted device, but they noticed the return in symptoms three days after the surgery. The patient didn't have access to their patient programmer (pp) because they lost it so the ins was not turned off for the surgery. It was reviewed that there is potential for end of service (eos), but that would have to be determined by the healthcare provider (hcp). As a result of what was reported, the patient will follow up with their hcp to assess the ins. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.